Event description:
The customer stated that the insulin pump delivered a bolus of 10 units on its own. The customer is requesting a replacement insulin pump as she is sure she did not program the bolus. The reported blood glucose reading at the time of the call was 223 mg/dl. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected bolus deliveries were noted.